Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -7.5 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to low vaulting (vault value of 100 micrometers). The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Conclusion: review of the file indicates the lens was not implanted in accordance with the dfu requirements, acd below 3.0mm for vicl/vticl. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to lens and fibers on lens surface. (B)(4).